Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an "error code" was neither confirmed or reproduced. However, upon review of the event history, failure code 50:104:3742:80081 occurred on the reported occurrence date. Therefore, quality engineering has selected the adpc as 50:xxx. The cause of this failure code was a software failure as it only occurred once and did not recur after cycling the power. The user interface module (uim) printed circuit board (pcb) was replaced to correct this condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with failure code an "error code." According to the facility this event occurred in the emergency room. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.